Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is experiencing irritation and burning sensations at the ipg site at all times. Diagnostic testing revealed impedance readings were within normal ranges. The sjm rep is to contact the pt as the next course of action.